Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.2 cm diameter abdominal aortic aneurysm. It was reported that the patient was in for their 4 year follow up appointment. The aneurysm measured 48.4 mm in diameter. A technical observation noted asymptomatic thrombosis of the left iliac extension per investigator. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).